Manufacturer narrative:
Cssd manager at (B)(6) hosp contacted rep to report the drill bit was damaged. Unable to be used in next case. No delay to surgery. No patient impact. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. Photo's show a fractured shaft of drill bit and the cutting flutes were "chewed up". Examination of the photographs provided confirms the fluted portion is broken off of the drill bit. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that user error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under (B)(4) post market surveillance. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The drill bit was damaged. Photo's show a fractured shaft of drill bit and the cutting flutes were "chewed up"